Event description:
It was reported that unspecified bd infusion set was under infusing the following information was received by the initial reporter with the following verbatim: the primary infusion seems to not work right when the ivpb is more than the primary vtbi. Many use ns 250ml as the primary infusion. Vancomycin loading doses may be mixed in 100ml, 250ml or 500ml. If the primary infusion is 250ml and the secondary ivpb medication is equal or more than what the primary vtbi container, it seems like the full dose is not administered. I have never seen anyone use two hangers. It seems like using 1000ml ns as the primary, the secondary ivpb medication would run in completely.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no product or photo was returned by the customer. The customer complaint of flow issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.